Manufacturer narrative:
No scrolling numbers noted. No button error alarm noted. Received unit with unresponsive up arrow button due to moisture on keypad trace. Unable to test for failed battery test, displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test due to unresponsive button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test followed by a button error alarm. Customer stated that numbers were scrolling on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 45 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.